Manufacturer narrative:
Available details indicate that replacement paddle is needed. Replacement paddle ordered and sent to the customer to resolve the issue. The paddles are not expected for return. Device remains at the customer site. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided replacement part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that charge button fails. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.